Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) meter displayed bg as "high". Bolus corrections and temporary basal rates were set to address bg. Customer changed pump supplies. During pump system check, air bubbles were observed in the tubing. No additional pump issues were identified.